Event description:
Implant was removed due non-osseointegration as there was infection; pt was evaluated as a smoker.

Manufacturer narrative:
Eval/conclusion: implant on #5 was removed due to infection. Pt was evaluated as a smoker. Placed on (B)(6) 2006, and removed on (B)(6) 2007 due to non osseo integration, dr (B)(6) removed the implant and performed bone augmentation procedure and will re-implant in 6 months with 13mm i.c sargon implant.